Event description:
Customer reported a past high blood glucose event with an unknown specific value, noted simply as high. Cause was not known. To resolve the high blood glucose, the customer administered a correction bolus via the pump, and it was recommended by customer support that the customer consult with a healthcare professional to discuss possible factors affecting blood glucose levels.